Event description:
It was reported that the user experienced an infusion set occlusion while using an inset, which was only resolved after a supply change, and the user transitioned to multiple daily injections with guidance not to reconnect the pump while using injections. Symptoms included hyperglycemia consistent with insulin delivery interruption. Outcomes included temporary interruption of automated insulin delivery and need for replacement supplies. Investigation included customer interview and troubleshooting with education on safe use and transition to injections. Investigation of this case revealed an occlusion of the infusion set as the probable cause of interrupted insulin delivery. It was concluded that the event was related to an infusion set occlusion and resolved with supply replacement and appropriate user guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.